Event description:
Based on the medical records provided by the patient's attorney: on (B)(6) 2001 - patient underwent repair of "huge" incarcerated hernia with a bard flat mesh. On (B)(6) 2002 - patient underwent repair of recurrent incarcerated hernia with composix mesh. On (B)(6) 2005 - patient underwent repair of recurrent incarcerated ventral incisional hernia with composix kugel. The "old marlex" mesh was "crumpled" under the midline fascial edge and was totally removed.

Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified another event. Additionally, the composix kugel mesh was initially reported as a recalled device however medical records determined it to be a composix mesh and will be reported under 1213643-2011-00737. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient is morbidly obese and was treated for a "huge" incarcerated hernia with bard flat mesh. The patient developed a recurrence in which a composix mesh was placed. It appears that both meshes were excised in a procedure on (B)(6) 2005. The medical records note the mesh was "crumpled up" under the fascial edge. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. The patient was treated for a recurrence which is a known adverse event listed in the IFU. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn.